Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited possible pacing failure. It was also reported telemetry could not be established with the device. The ipg remains in use. No patient complications have been reported as a result of this event.